Event description:
It was reported that the patient had their system implanted for headaches with leads going to their head. The patient had pain and felt a pinching at the back of their head. On the day prior to the report the patient was sitting up and not stretching when all of a sudden it felt like 2 ice picks were jammed into their head and they had instant headaches. The patient went to their doctor and they were given nasal spray. The patient was instructed to contact the manufacturer in case there was a frayed wire or if the device needed to be rebooted. There were no potential causes and no outcome provided. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).